Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that before an intraocular lens (iol) implant procedure, one of the haptics had broken before the iol was implanted. There was no patient contact.